Event description:
It was reported by the patient that the needle did not deploy when the pod was activated, as the cannula was not visible after the pod was removed and the pink slide did not move forward, which is indicative of a needle mechanism failure. The pod was worn for less than one hour. The patient¿s blood glucose levels rose above 250 mg/dl.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.